Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing for its right atrial (ra) lead channel, as well as low evoked response (ER) and noisy signals. The devices ra automatic threshold was noted as suspended, with the noisy signals, low ER and the patients' intrinsic beats as the cause. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.